Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced unexplained low glucose events, including a reported glucose of 39 treated with glucose tablets and juice and an overnight low of 61, and the clinical team advised performing a factory reset due to dosing considerations, after which the user proceeded with a factory reset while their glucose was elevated. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and a review that yielded no available findings. Investigation of this case revealed insufficient information regarding a device-related problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.